Manufacturer narrative:
The cartridge was returned and evaluated by product analysis on 08/25/2015 with the following findings: a visual inspection of the cartridge was performed. The returned cartridge sample had the upper o-ring of the plunger pinched between the plunger and the cartridge barrel. Further testing was unable to be performed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (o-ring issue) issue. It was reported that the external o-ring on the cartridge was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.